Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that "blood backing up to pac, crack noted. Clamped tubing and replaced tubing." This occurred during patient infusion and there was no harm to patient reported.

Manufacturer narrative:
The customer¿s report of blood backup was confirmed. Visual inspection observed dried blood within the primary set's tubing and filter; and a tear in the tubing which was located directly above the filter's outlet port. The tear measured 0.15 inches long. Functional testing also confirmed a leak from the observed tear. The cause of the blood backup was identified as a tear in the tubing. The cause of the tear is unknown